Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair info is not available.

Event description:
The customer reported the system displayed a fast stop activated error message. This message will result in a mandatory shut down situation. There is no report of death or serious injury.